Event description:
Patient reported, right side "low signal ripples/lines throughout the implant. Suggesting, radial folds and creases" and "thin liquid layer". The device has been explanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.